Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine at an unknown dose and concentration via an implantable infusion pump for spinal pain. It was reported that the patient thinks the pump had "quit", because they had a knot on their side and their back and legs were "killing them." The patient had not heard any alarm sounds. The patient reported that they went to the doctor on (B)(6) 2018 and the doctor stated they would need to schedule a port test, and the patient hadn't heard back yet. The patient went to the emergency room on (B)(6) 2018. The patient reported that they had upped their dose of drug. No further complications were anticipated/reported.

Manufacturer narrative:
Continuation of: product ID 8780 lot# serial# (B)(4) implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient reported that two months prior the catheter came out of their back. The patient's pump was decreased and they were supposed to get surgery done, but it kept getting rescheduled. The patient also reported that their pump was eroding and "sticking way out." The patient reported they have a huge knot where the pump is and a "big liquid bulb," under the skin which makes it hard to walk. The patient reported that this started to happen in (B)(6) of 2017. The patient reported that they had not heard any alarms. The patient reported that they didn't know the cause of the catheter dislodgement or the pump eroding. The patient reported that the rep was present when the pump was turned down and for the dye study. The patient reported that the rep was made aware of the catheter dislodging, pump eroding, and knot at the implant site, at this time which was "2 months ago or more." The patient reported that the healthcare professional kept rescheduling the pump replacement. The patient also reported that "they have them up for some kind of evaluation thing," that the patient needed to attend, "to continue the treatment there or something." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.